Event description:
It was reported that patient presented remotely via merlin.net with an alert of "possible high voltage lead issue" on merlin@home transmission. Review of transmission reveled that right ventricular (rv) lead exhibited low high voltage lead impedance. Shocks were still delivered through alternate lead vectors. It was also noted that the implantable cardiac defibrillator (ICD) had delivered an inappropriate shock for atrial fibrillation with rapid ventricular rate. During lead replacement procedure, it was noted that lead had an insulation damage. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. Patient condition was stable.